Event description:
Patient came in for a breast biopsy. A biopince device was used on the patient. The radiologist attempted twice to obtain samples, but tissue was not being discarded from the device. Therefore, a second biopince device was opened and was successfully used on the patient to obtain samples. Both devices used today with lot# 11498294, ref# 370-1080-02.